Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set "came apart" which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The patient woke up wet and found one half on the floor. The patient picked up the set and put it back together. There was no report of patient injury or medical intervention associated with this event. No additional information is available.